Event description:
The dentist reported that this gold screw fractures at the implant level. The patient had no history of trauma. The screw was replaced with no loss of implant.

Manufacturer narrative:
Upon visual inspection, it was found that the hex in this screw has been damaged and the thread portion has fractured. The cause is undetermined. No lot or order number was provided. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.